Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of the implant procedure the implantable cardiac monitor (icm) experienced a hard power on reset (por) resulting in the resetting of the implant date. It was further noted that the parameters were off. The icm remains in use. No patient complications have been reported as a result of this event.